Event description:
It was reported that the instrument fractured during impaction of the femoral prosthesis as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, and h11. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicks/dings/strike marks). The lock pin has fractured off and the spring subcomponent was missing and not returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during a knee procedure. No adverse events have been reported as a result of the malfunction.